Event description:
Boston scientific crm received information that during a normal patient follow up, it was noted that the shock impedance measurements on this right ventricular defibrillation lead were above 125 ohms. At the last follow up in november, the shock impedance measurement was at 87 ohms. All other lead measurements were within normal parameters. No adverse patient effects were reported. A revision was performed and this lead was successfully replaced. All measurements were within normal parameters with the newly implanted lead. The explanted lead was later returned for laboratory analysis.

Event description:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed.

Manufacturer narrative:
Visual inspection found that the outer insulation sleeve was bunched approximately 386 mm from the terminal pin. There was additional bunching of the insulation in other locations and the rate/sense conductor coils were slightly deformed in those locations. In addition, there was a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the distal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the field observations of out of range shock impedances. Although there was damage noted on the lead body, it did not affect the electrical functionality of this lead and it passed all testing.

Manufacturer narrative:
Currently this lead is undergoing laboratory analysis to determine the root cause for the clinical observation. No additional information is available. Once analysis completed, this report will be updated.